Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (reset) has been confirmed. A review of device download data confirmed that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor computer/analog pca. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.